Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra valve inside a pre-existing non-edwards transcatheter valve in the aortic position. Approximately 2 years and 3 months later, the patient underwent an emergent valve in valve (viv) with a 20mm sapien 3 ultra valve inside the pre-existing 23mm sapien 3 ultra valve due to regurgitation. The patient was admitted with acute regurgitation. CT showed a severely underexpanded s3u valve likely having malcoaptation from being constrained. Upon CT analysis, the mid valve measured 295. Severe central aortic regurgitation was noted on tee. A 20mm valve was successfully placed with the plan to explant all aortic valves in the near future. As per follow-up with the fcs, the patient presented with shortness of breath and cardiogenic shock.

Manufacturer narrative:
D4 UDI: (B)(4). Investigation is ongoing.